Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-dec-2022. H6: investigation summary: four needles with no packaging blister pack nor plastic shield received by our quality team for investigation. Upon visual inspection, no defects or imperfections observed on the needles. Functional testing was performed, each sample was connected to a syringe with saline solution, unable to expel solution. Needles were clogged, therefore incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: recently, we have had quite a few where it feels clogged. When we are trying to clear the bubbles on a prefilled syringe flu shot it will push back as if there is a clog and lots of pressure.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: recently, we have had quite a few where it feels clogged. When we are trying to clear the bubbles on a prefilled syringe flu shot it will push back as if there is a clog and lots of pressure.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.